Event description:
It was reported that the stent was misaligned on the balloon and the tip of the stent frayed. The intended procedure was stenting of a lesion in the left external iliac artery. The vessel had severe calcification, severe tortuosity and 100% stenosis. The lesion was pre-dilated. No anomalies were noted during inspection of the stent delivery system (sds) prior to use. The product was prepped and used according to the instructions for use (IFU). Resistance was experienced, as the sds was advanced to the lesion and it was noted that the stent became misaligned. The sds was withdrawn at which time it was noted that the tip of the stent was frayed.

Manufacturer narrative:
The product was not returned to cordis for analysis. A device history record review was performed and showed review was performed and showed that this lot of products (r0305214) met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly part number e7121887 with lot number 0503050057. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including the stent retention test values. Without return of the product, the complaint cannot be confirmed and it cannot be determined if the stent was properly crimped on the balloon. In this case, lesion/vessel characteristics and procedural factors likely contributed to the reported event.